Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a failed cgm sensor alert when attempting to pair a new dexcom g7 with the ilet, and later the cgm was connected to the dexcom app but not paired to the ilet due to use of an incorrect pairing code; the user was educated on bg run mode, which the ilet would use for up to 48 hours until cgm connection, and subsequently corrected the pairing by entering the proper sensor code. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no hospitalization and continued therapy using bg run mode until successful cgm pairing. Investigation included remote troubleshooting, verification of sensor pairing codes, and user education regarding correct pairing procedures and operational use of bg run mode. Investigation of this case revealed user error in entering the wrong sensor pairing code, with the ilet device and associated components functioning as designed once the correct code was used. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper pairing.